Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h4, h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: objective lens glue peeled off due to stress. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the e216 endoscope connection error was due to an abnormality of the cable such as a kink which may have occurred by uncalculated external stress from twisting or bending. However, we could not specify cause of the abnormality. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported; the surgical scope displayed an e216 error (communication failure). The issue occurred during procedure and the laparoscopic gastrectomy therapeutic procedure was completed using a similar device with an unspecified delay. There were no reports of patient harm.